Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause was due to a defective processor board. Upon visual inspection, observed cracked front enclosure, unrelated to the reported complaint. Evaluation of the platform revealed a system error, out of service, revert to manual CPR message on the user control panel. Review of archive data revealed occurrence of user advisory 132 (internal watchdog timeout) system error. In addition to the ua 132 error the archive data showed corrupted dates and times. Replaced processor board to remedy the ua132 (internal watchdog timeout (system error)). Following service, the platform was tested using the 95% patient test fixture (lrtf) with good known test batteries until discharged and the platform passed without any fault or error. Load cell characterization test confirmed both cell modules are functioning within the specification. A drive train motor brake gap inspection was performed and verified the gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed an error message " system error, out of service, revert to manual CPR". No patient was involved.